Manufacturer narrative:
Investigation summary. Device arrived with a complaint about. 'The report stated that the unit failed to alarm when a large bubble passed through the cassette without the unit alarming." Confirmed customer complaint, device failed self-test with error code n232. Replaced the app board and pressure detector sensor. Calibrated mechanism. Mechanism passed calibration. Device no longer alarms with distal and proximal air error alarm. Probable cause was defective / worn, app board and pressure detector sensor. Was device event log/alarm history reviewed - yes - one similar alarm visual inspection found minor damage to fluid shield and door, replaced those parts. Probable cause was physical damage with normal wear and tear. Device was received with an ICU medical vision battery no replacement needed. Tested device by running protocol rate = 400 ml/hr. Vtbi = 50 ml with basic set up and device passed without error alarms.

Event description:
A complaint was received regarding a plum 360 device that experienced air in line. The report stated that the unit failed to alarm when a large bubble passed through the cassette without the unit alarming. The event occurred at cancer center. There was unknown patient involvement and unknown adverse event. Update: the date of incident was on (B)(6) 2025 during patient use. There was patient involvement. There was no harm or delay a in therapy. The nurse stopped the bubble before it reached the patient, then primed it out.